Event description:
Ous MDR - it was reported that approximately 1 month after the implant, out of range pacing impedances were detected on home monitoring for this ra lead. Through x-ray the lead was found dislodged into the pocket area. The patient reportedly was subjected to physiotherapy.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data showed a sudden decrease of the sensing amplitude, from initially around 7 mv to 1 mv in (B)(6) 2018. At the same time, the pacing impedance increased from 600 ohms to >3000 ohms, which was evident in the provided impedance trend curve. These peculiarities most likely resulted from the reported dislodgement of the lead. The x- ray images confirmed a dislodgement of the right atrial lead to the pocket area. Should additional information or the device itself become available for analysis, the investigation will be updated.